Event description:
Consultant radiologist experienced faulty firing mechanism of needles during routine transrectal ultrasound guided 12 core prostate biopsy. The first needle failed at the 6th biopsy and did not enter the prostate sufficiently for sampling. Following a change of needle, the second needle began to fail in a similar way towards the 12th biopsy. Although initially there was no apparent rectal bleeding, the pt subsequently developed quite marked rectal bleeding which did not stop with probe compression. The rectum was subsequently packed with gauze and the pt was detained in the clinic under careful observation. The needles were from the same batch. Continued rectal bleeding required transfer of the pt to hospital where he was admitted for corrective surgery.

Manufacturer narrative:
A review of complaint records for the tru-core ii uro found no related complaints, nor any in-process defects reported for the lot in question. The devices used during the procedure were discarded in the sharps container by the user facility. Twelve boxes (120 each) of unopened product from the same lot number were returned to our facility for investigation. Twenty devices were test cocked and fired fifteen times each. No malfunctions were experienced which would contribute to the experience reported. The cannula and stylet on these twenty devices were pull tested. The adverse cannula pull force was 73.65 lbs on the returned devices; the minimum specification is 36 lbs. The average stylet pull force was 73.60 lbs on the returned devices; the minimum specification is 33 lbs. No cannula or stylets had a pull force below the minimum specification. The stylet was measured from the weld ball to the tip of the stylet on 10 sample device. The samples measured under the maximum specification. All devices returned by the customer were 100% visually inspected for length to ensure all pouches contained the correct length needle. The customer stated he was able to fire each device at least 5 times. As each product was successfully fired, all returned product was verified as the correct length, the pull strength was within specification for all samples, and all needle samples measured under the maximum specification, we were unable to determine the root cause of the incident reported without reviewing the condition of the device used in the procedure.